Event description:
It was reported that the hcu30 device would not automatically produce ice. No patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. The device was investigated by an maquet field service technician and a faulty control board was identified. The control board was replaced. The device was tested to factory specifications and returned to service. A supplemental medwatch will be submitted if additional information becomes available.